Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue

Event description:
Consumer complaint of hi blood glucose test results. Expected fasting blood glucose test result range is 150 mg/dl. Customer reported symptoms of frequent urination. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of hi and hi. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 1:hi- (B)(6) 2015 01:27am. 2:hi- (B)(6) 2015 12:01pm. 3:hi- (B)(6) 2015 12:00pm. 4:hi- (B)(6) 2015 12:00pm. 5:256mg/dl (B)(6) 2015 12:00pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of hi blood glucose test results. Expected fasting blood glucose test result range is 150 mg/dl. Customer reported symptoms of frequent urination. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of hi and hi. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.